Event description:
IV extension set, baxter 2n8378 has been noted on several occasions to restrict the flow of IV fluid. This item is used on nearly all IV tubing. In the past couple of weeks, we have had 4 known instances where it greatly restricted the flow by gravity of the fluid. When replaced with another, the flow is much better. On one occasion it was assumed that the IV that had just been established was bad and this malfunctioning piece caused extra IV attempts for the patient, increasing discomfort and risk of infection. When the piece was replaced the problem was solved.